Event description:
Handle broke with no significant injury; however, if it were to recur, there is a potential to cause significant injury - choking hazard.

Manufacturer narrative:
Consumer returned product. Packaging states the product was manufactured for (B)(4) which indicates it was manufactured prior to the church & dwight co., inc. Acquisition. This is not a church & dwight co., inc. Product. This report was submitted october 19, 2012. Since only acknowledgement 1 was received, it is being submitted again. The report is now called 2280705-2012-00094s1_(B)(4). This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.